Event description:
The customer tested blood glucose at 4:30pm and received a result of "hi" and went to the emergency room. At the hospital the customers blood glucose was 120mg/dl. No treatment was received. The customer retested an hour later and received a result of 120mg/dl. No controls were in use. A request was made for the suspect device and replacement product was sent.